Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical. During support, the patient developed a hematoma and oozing at the impella access site. As treatment, manual pressure and multiple units of blood product were delivered. Additionally, the patient exhibited leg ischemia in the impella leg. As treatment, a "fem-fem" bypass was performed.